Event description:
It was reported that an ilet user experienced a loss of dexcom g7 continuous glucose monitor (cgm) readings on the ilet pump despite the dexcom g7 app displaying values, with the pump indicating the sensor was reconnecting, and the user restarted the pump and was advised to wait for reconnection. No adverse clinical symptoms were reported and no change in blood glucose control was reported by the user. Outcomes included no injury, no medical intervention, and no hospitalization. User support included a review of device pairing status in the cgm menu, confirmation of active pairing with the sensor, verification of alarm history showing reconnect attempts, guidance to restart the pump, and planned monitoring for reconnection. Investigation of this case revealed a communication or pairing disruption between the dexcom g7 sensor and the ilet receiver component, with dosing reported to have continued and no sensor failure alarm, consistent with an intermittent cgm-to-pump connectivity issue. It was concluded, based on previously established findings for similar reports, that the cause was likely external communication interference or transient software behavior related to cgm-pump pairing, with user restart serving as corrective action.